Event description:
Approximately 30 seconds into a novasure endometrial ablation cycle the patient went into asystole and became "pale and pulseless for 30-60 seconds." The patient's rhythm returned spontaneously, "at first a broad complex rhythm then sinus rhythm." No treatment was needed and the procedure was completed. The patient was discharged same day.

Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable device and radio frequency controller reportedly used in the procedure. The devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system cannot be completed. Reference internal complaint (B)(4).